Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3-2, b1 cubie failed. A field service engineer assisted the customer through remote support services, and the issue was successfully resolved when the pharmacy technician replaced the failed cubie pocket. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.1 pocket b1 failed. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.